Event description:
It was reported via a merlin.net transmission that the device recorded non-sustained lead noise episodes due to post-paced t-wave oversensing. Device was later on reprogrammed and no more oversensing was seen afterwards. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.